Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 05-feb-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the physician probed the left carotid artery with a 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31174928) and a 5f impress® berenstein catheter (merit medical). There was no overly elongated vessels. The target aneurysm could be coiled with an sl-10® microcatheter (stryker). Withdrawal of the cerebase was also without difficulty. When the cerebase was outside of the patient¿s anatomy, it was noticed that the catheter was broken again in two places. There was no report of any negative patient impact. Three photos were included in the complaint. On 01-feb-2024, additional information was received. The information indicated that the target vessel / location of the aneurysm was the anterior communicating artery (acom) aneurysm. The target vessel was not excessively tortuous or with acute bends. This was not an adapt (direct aspiration first pass technique) case. Per the information, the double break was only noticed after the catheter was removed [from the patient]. There was no reported withdraw difficulty. The reported issue occurred at the end of the procedure. There was no delay in the procedure and there was no negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h.9: FDA correction/ removal reporting no.: 3007628272-02/02/2024-001-r. The product analysis team reviewed the photos included in the complaint. The review is documented below. [Photo review]: three photos were attached to the complaint file, one of them only shows the device label. The other two show the plastic outer layer of the cerebase separated at two points; the separations occurred at the junction of the pebax segments l7 and l8, and at the junction of the proximal vestamid and segment l10. The catheter shaft is still connected by the internal braid. No further damages could be noted. A review of manufacturing documentation associated with this lot (31174928) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This issue is being addressed through cerenovus quality system. The issue regarding a catheter being broken in two places was confirmed based on the shaft separations observed. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the catheter was received with a fracture of the joint between the pebax 72d segment l10 and the main vestamid shaft, and an open crack between pebax segments l7 and l8. The braid was not stretched between the separated segments. The other joints in the distal region of the catheter were intact, without obvious separations. The joints l10 - vestamid and l7-l8 separated relatively cleanly from one another, indicating inadequate adhesion of the two segments at their interfaces/edges. Dimensional: outer diameters (od) were taken at all segments and interfaces, as well as 3 points along the proximal shaft. One dimension in the vestamid shaft segment at the level of the fracture was higher than the spec limit of 0.107 inches ¿ 0.111 inches. This oversize condition could be related to incomplete fusing, however the rest of the vestamid shaft measured within specification. All other dimensions met the drawing specs of 0.106 inches ¿ 0.110 inches distally (tip ¿ l9) and 0.107 inches ¿ 0.111 inches (l10 and proximal shaft). Conclusion: based on the images and the work value associated with tensile test of the unit, the catheter did not receive sufficient heat to form an adequate bond of the segments to each other nor to the underlying polytetrafluoroethylene (ptfe). A review of manufacturing documentation associated with this lot (31174928) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This issue is being addressed through cerenovus quality system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.